Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer was called and he stated that he was hospitalized. The customer was on life support for two weeks and got brain damage cause by the diabetic ketoacidosis. Blood glucose value is unknown. The customer declined transfer to the helpline.